Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Suspected cause was due to customer incorrectly calculating carbohydrates when requesting a bolus, in addition to delivering a manual bolus. Customer declined to provide further information or undergo troubleshooting.